Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr) report: the fsr evaluated the suspect device and found that the calibration was out of specifications. The fsr calibrated the fractional inspired of oxygen (fio2) and performed an operational verification procedure (ovp). The suspect device brought the device within manufacturer specifications.

Event description:
The customer reported that while the vela ventilator was being used on the patient, the oxygen (o2) alarm was display. They disconnected the patient and used a resuscitation bag to ventilate the patient while they perform an o2 cell calibration. The o2 cell calibration did not fix the issue; the ventilator was taken out of service and placed the patient on another ventilator unit. The customer reported no patient harm/injury.